Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The patient was moved from the ICU bed to the table with the help of 6 staff members for a gastrostomy tube placement procedure. The table pivoted without pressing any buttons on the table and the patient almost slipped off the table. The gastrostomy tube placement procedure was finished as planned. A philips field service engineer (fse) inspected the system and confirmed that the table pivot brake was within specification. The fse found that the lateral brake of the table was faulty. The fse solved the issue by replacing the ad7x lateral brake assembly. After the replacement of the ad7x lateral brake assembly, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the table pivot moved while loading a patient for a gastrostomy tube placement procedure. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.